Manufacturer narrative:
E.1 initial reporter addr 1: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd discardit¿ ii syringes with detached bd microlance¿ needles experienced leakage past the stopper. The following information was provided by the initial reporter: drug/medication leakage from the backside of plunger while aspirating drugs.

Manufacturer narrative:
H6: investigation summary as samples were unavailable for this return, twenty (20) retained samples were obtained for evaluation by our investigative team. The retained samples were examined; however, no signs of defect were identified. A device history record review was completed for provided material number 300330 and lot number 2210509. The review did reveal one potentially related quality notification during the production process related to damaged plunger rods which was resolved at the time of detection.

Event description:
It was reported that 2 of the bd discardit¿ ii syringes with detached bd microlance¿ needles experienced leakage past the stopper. The following information was provided by the initial reporter: drug/medication leakage from the backside of plunger while aspirating drugs.